Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2011 from a patient verification form. The patient advocate reported that this patient died in late (B)(6) 2008. The patient advocate alleged that the physician placed too many staples at the time of pocket closure ((B)(6) 2008) resulting in the development of a (B)(6) infection that ultimately resulted in this patient's death